Event description:
It was reported that a black fluid leaked out of the device. This did not occur during the procedure. There have been no reported adverse consequences.

Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.